Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reoccurs.